Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. A specific bg value was not provided, and customer required assistance to address bg level. Reportedly, the customer inadvertently requested and delivered a 25 unit insulin bolus instead of requesting a bolus for 25 units of carbohydrates. Additional information was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.